Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone14.5, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased after more than 48 hours of pod wear. The patient stated that the continuous glucose monitor in use at the time (dexcom g7) was reporting inaccurate glucose readings, which, according to the patient, contributed to the elevated blood glucose levels. No specific blood glucose values were reported. Emergency medical services were contacted, and the patient was transported to the emergency room, where she was admitted. The patient was diagnosed with diabetic ketoacidosis and treated with intravenous insulin and fluids, with blood-work also conducted. The patient was discharged on (B)(6) 2026.